Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site as well as chronic infections. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.